Manufacturer narrative:
Evaluation summary: a hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if furthr investigation is warranted.

Event description:
It was reported that the customer sent the device to the service call ctr to have a screening on the handpiece. The hadnpiece had a loose mount. There were no adverse pt consequence.